Event description:
Pdc received a call on (B)(4) 2011 reporting medical intervention. Date not stated but time was said to be at 8:00 am. Pt wasn't feeling well and tested on her pdc meter. She received a reading of 74 mg/dl. Pt called the medics and their meter read 19 mg/dl, while the second reading on the pdc read 44 mg/dl. Time between first pdc reading and medic's reading was not reported, nor was treatment provided and/or if pt was taken to the hospital. Pdc sent replacement with prepaid envelope and instruction pt to return suspect product (s).

Manufacturer narrative:
Suspect product was not returned to pdc. Evaluation could not be performed.